Event description:
A balloon ruptured on the first inflation at three atmospheres during a subclavian vein dilatation procedure. Another balloon catheter was used to successfully complete the procedure without patient complications. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."